Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the cerebrospinal fluid did not flow through the valve. The valve was replaced and there was no injury to the patient.

Manufacturer narrative:
Event date corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent and meet the requirements for reflux and leak testing. However, it did not meet the requirements pressure-flow and preimplantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompanies the device cautions that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.